Event description:
It was reported that a patient with a history of parkinson's disease experienced postoperative discomfort following a deep brain stimulation procedure involving an implantable neurostimulator (ins). After a fall on (B)(6), the patient felt a sensation of electric current passing through their body and experienced numbness in the left hand and leg. A computed tomography scan did not reveal any bleeding spots. It was recommended that the patient contact their doctor and return to the surgery hospital for further examination. The issue was resolved at the time of the report, and the device remains implanted and in service.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.